Event description:
It was reported that the circulation pump did not work properly in an arctic sun device. Exchanged circulation pump. Per review of wo on (B)(6) 2026, there was no patient involvement. As per additional information per wo update on (B)(6) 2026, mixing pump did not work properly. Exchanged mixing pump.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.